Manufacturer narrative:
Please note that the initial MFR report indicated the following: "the physician redeployed the coil then pulled back on the end of the pusher assembly by hand; however, the smart coil still did not detach and retracted back into the microcatheter even though it was confirmed that the black alignment zone on the pusher assembly was separated. The physician then left the smart coil in the microcatheter, pulled back the microcatheter toward the outside of the aneurysm and confirmed that the smart coil had detached from its pusher assembly." Additional clarification regarding the details of the event was provided by the distributor on 11/28/2016. Therefore, the details stated above is being updated on this follow-up #1 MFR report as follows: "the physician redeployed the coil then pulled back on the end of the pusher assembly by hand; however, it appeared that the smart coil still did not detach and retracted back into the microcatheter even though the black alignment zone on the pusher assembly was separated. Next, the physician pulled back the microcatheter towards the outside of the aneurysm and noticed that the coil did not retract back with the microcatheter. Therefore, the physician confirmed that the smart coil had detached from its pusher assembly and was able to be detached into the aneurysm." Based on the additional information above, please see evaluation codes, device codes for an additional device code associated with this event.

Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked approximately 27.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and the pull wire was completely retracted out of the capture feature. The inner diameter (ID) of the distal detachment tip (ddt) was measured and found to be within specification. Conclusions: evaluation of the returned devices revealed that the embolization coil was detached from its pusher assembly and was not returned. The reported complaint indicated that the coil was implanted into patient. The ID of the ddt was measured and found to be within specification. The pull wire was completely retracted out of the ddt, which is an indication of a successful detachment. Further evaluation of the device revealed that the pusher assembly was kinked on the proximal end. This damage was likely incidental and may have occurred during packaging of the devices for return. There was no visible damage to the returned non-penumbra microcatheter. The returned handle was functionally tested by detaching a demonstration smart coil and functioned as intended. Therefore, the root cause this complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a cerebral aneurysm in the anterior communicating (a-com) artery using penumbra smart coils (smart coils). During the procedure, the physician deployed an initial smart coil into the aneurysm using a non-penumbra microcatheter and confirmed that the proximal radiopaque marker on the microcatheter and the radiopaque marker on the smart coil pusher assembly aligned to form a "t" shape. The physician then attempted to detach the coil using a penumbra smart coil detachment handle (handle); however, the smart coil did not detach. It was reported that although the physician pulled back the pusher assembly under fluoroscopic guidance, the smart coil did not remain in the aneurysm and retracted back into the microcatheter. Thereafter, the physician re-aligned the proximal radiopaque marker on the microcatheter with the radiopaque marker on the smart coil pusher assembly to form a "t" shape and made another attempt to detach the coil using the handle. However, the smart coil would not detach again and retracted back into the microcatheter. The physician redeployed the coil then pulled back on the end of the pusher assembly by hand; however, the smart coil still did not detach and retracted back into the microcatheter even though it was confirmed that the black alignment zone on the pusher assembly was separated. The physician then left the smart coil in the microcatheter, pulled back the microcatheter toward the outside of the aneurysm and confirmed that the smart coil had detached from its pusher assembly. Thereafter, the procedure was completed using four additional non-penumbra coils and the same microcatheter without further issues. It should be noted that the physician used a rotating hemostasis valve (rhv) and that the microcatheter was continuously and mechanically flushed throughout the procedure. There was no report of an adverse effect to the patient.